Event description:
It was reported that during a device change out procedure when this left ventricular (lv) lead was inserted there was noise and observations of high, out-of-range pacing impedance measurements measuring, greater than 3,000 ohms when tested through the pacing system analyzer (psa). Troubleshooting was performed and the values remained the same. Subsequently, this lead was attempted and replaced with a different lead and the procedure was successful. Measurements were noted to be within range. No adverse patient effects were reported.